Event description:
The customer contacted philips to report that the device aborted a shock delivery on a pt. The involved pt died but the customer has stated that the device behavior did not impact the pt outcome.

Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more information concerning this event.